Event description:
Pt presented to physician's office for routine mammogram. Report suggests silicone implant rupture. Pt elected to have implants removed. Grade ii - iii capsular contracture breast ptosis. Implants done in (B)(6)1988, by dr (B)(6) in (B)(6).